Manufacturer narrative:
It was reported via repair work order that the track would not roll smoothly due to the track rollers being clogged and kinked. Upon further investigation, this issue would have minimal effect on the movement of the stair chair. The device would still be able to used for it's intended purpose. Additionally this issue was discovered during preventive maintenance while the stair chair was not in service.

Event description:
It was reported via repair work order that the track would not roll smoothly due to the track rollers being clogged and kinked. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the track would not roll smoothly due to the track rollers being clogged and kinked. Upon further investigation, this issue would have minimal effect on the movement of the stair chair. The device would still be able to used for it's intended purpose. Additionally this issue was discovered during preventive maintenance while the stair chair was not in service.